Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at her scs ipg pocket site. Follow-up identified surgical intervention was taken on (B)(6) 2014 during which, the ipg was implanted deeper. The issue resolved with the surgical intervention.